Event description:
Additional information was received stating that the vns patient¿s device was tested during an office visit on (B)(6) 2015 and diagnostic results showed normal device function. The patient had concerns that her device was not functioning as she was no longer experiencing voice alterations and coughing. It was determined that these side effects resolved because the patient acclimated to the therapy given at her programmed device settings. Surgery is no longer being pursued.

Manufacturer narrative:
.

Event description:
It was reported that the patient is in possible need of a generator replacement even though her device is not at eos due to having some pain in the neck and not feeling vns much at an output of 3.5ma. The patient was referred for x-rays and to the surgeon. Although surgery is likely, it has not occurred to date. The physician reported that he would not provide any further information.